Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 12, 2023. Section h3: device evaluated by manufacturer: yes. . Device evaluation: the complaint lens was received for evaluation. Visual inspection under magnification revealed that the lens was cut into 3 pieces and coated in viscoelastic residue. The lens was cleaned and further inspected revealing damage on spare tire region of the lens, consistent with a lens that was handled during explant. Haptic damage was also observed. No further issues were identified. The reported "cosmetic issues" could not be confirmed. However, the observed issue ¿lens damaged¿ is similar to the complaint issue cosmetic issues and could not be confirmed to be related to the manufacturing or design process. The additional issues identified could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Other (81): the intraocular lens (iol) was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fully inserted intraocular lens (iol) in a patient¿s left eye was removed and replaced in the same procedure due to lens being scratched. The issue was noticed after the iol was inserted. There was no medical or surgical intervention required. A replacement lens of the same model and diopter was used. There was no injury and the patient has recovered. No further information was provided.